Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on the homechoice (hc) device during drain 16 of 16 of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During the troubleshooting, it was determined that there was a loose connection on the supply bags. The technical service representative (tsr) had the care giver (cg) cycle the power on the hc to clear the alarm. The cg stated they would discard the supplies. The tsr advised the cg to start over with new supplies or use manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.